Manufacturer narrative:
Additional information: in may 1998, this event was reevaluated for reportability. It was discovered that the gamma set screws, that are manufactured in kiel, germany, are packaged, labeled, and sterilized upon receipt in the us. Therefore, this event is not likely to occur in the us.

Event description:
The blister for the sterile set screw is empty. This event was noticed at the co warehouse; therefore, there was no adverse consequence for the pt or delay in surgery or anesthesia time.